Event description:
It was reported that the patient experienced a periprosthetic femur fracture with an ncb proximal femoral plate broken at the distal tip approximately four months post-implantation. Revision surgery was performed. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2. Report source: netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned ncb plate, along with the associated ncb screws, ncb locking cap, and ncb cable button, was examined by the product surveillance team. The plate was found to have fractured through a screw hole. Macroscopically, it showed surface scratches, primarily on the non-bone-facing side. Horizontal abrasion marks were also noted at the screw hole distal to the fracture, likely from contact with a cerclage wire. The ncb screws, locking cap, and cable button displayed no unusual findings apart from minor wear. Beach marks, indicating a fatigue fracture, were visible on the proximal fracture surface, with the fracture originating at the chamfer on the non-bone-facing side. Polished areas and scratches on the fracture surfaces suggest contact between the parts after the break occurred. However, the distal fracture surface did not show any clear beach marks. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. One radiograph of the right hip was provided and identified a comminuted fracture of the right femur as well as a fracture of the ncb plate. Cerclage wires were used for fracture reduction, with one of the wires directly over the fracture site. No further medical records such as surgical notes were provided. Based on the available information, the reported event can be confirmed. The visual inspection of the plate reveals a fatigue fracture, with horizontal abrasion marks close to the fracture site, which were likely caused by contact with the cerclage wire used during fracture reduction. In the surgical technique it is stated that ncb bone spacers may be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. If and to what extend the omission of these spacers may have contributed to the fracture remains unknown. Additionally, fatigue fractures might be a result of cyclic overloading, which may be due to improper patient behavior or an inadequately healed bone. Therefore, based on the available information and the investigation conducted, the exact cause of the plate failure could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete and no further information on the reported event has been provided.